Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the septum. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose level was 300 mg/dl. Reportedly, the pump supplies were changed to address the issues and insulin delivery was resumed.